Event description:
It was reported by the affiliate that during a video gastroplasty procedure, when the product was shot the instrument clipped only half the load and locked, being necessary a lot of strength to open the mandible. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: what is meant by ¿instrument clipped only half the load and locked¿? Did the device partially fire with staple line and cut line equal length? Response from affiliate: the instrument only stapled and cut half the way so this would mean that it partially fired.

Manufacturer narrative:
(B)(4). Batch # k5c40f. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No partial fire was noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.